Event description:
It was reported that during implant, the wire that deflects the tip became exposed when the slitter reached the distal point of the catheter. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.